Manufacturer narrative:
D9: date returned to mfg 11/1/2024. This complaint does not require further investigation. The cadd-ms 3 devices stopped being manufactured in june 2017 and are considered a mature platform. The product line is not expected to incorporate further design enhancement. Based on its long-standing status as an active device with documented complaints, investigations and risk assessments, product complaint investigation activities are not expected to identify new failure modes that might require new actions / controls / mitigations.

Event description:
It was reported that the pump was not allowing to increase the rate in the delivery program above 0.022ml/hour. There was unknown patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.